Event description:
It was reported that the device was working correctly. The patient was implanted in (B)(6) 2009, a few weeks after the activation, the patient contacted the surgeon since the bone cement, used for closing the mastoidectomy, was starting to extrude. The patient underwent a revision surgery where the cement was removed; after said surgery a skin-flap necrosis occurred and a part of the vorp itself (coil and demodulator) started to extrude. The patient was explanted on (B)(6) 2010. During the explantation, the conductor link was cut and part of it, together with the fmt, was left inside the patient.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.